Event description:
Patient is reported to be have been leaning on the rail on the left side of his bed. Somehow his head got stuck in a space in the rail. The bed was a hill-rom zoneair bed. His head would not come back out from the rail and we didn't want to pull on him or move because we were afraid that we would harm his head or neck. The pt was eventually extricated without injury. Hillrom was contacted. They later called back and reported that this was an older version of the bed. Newer models had a smaller space. Older beds weren't retrofitted as this was not a previous requirement.